Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10, h-11. Corrected section h-6: from "2946" to "2954". The lot # 3000380671 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise: (B)(4). Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 btt port that was with the vh-3500 was not occluding the co2. Gas was escaping. Had to open an accessory pack. There was a procedural delay. No harm.

Manufacturer narrative:
Tw ID(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro vh-3500 btt port that was with the vh-3500 was not occluding the co2. Gas was escaping. Had to open an accessory pak.